Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and when the malfunction persisted, a replacement pump was arranged. The customer temporarily switched to multiple daily injections (mdi) as a backup therapy.